Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) ranging from 500-556 mg/dl. Bg was addressed with a bolus via the pump and a manual injection. On (B)(6) 2018, a clinical diabetes educator adjusted the pump settings and reported that the customer had been under a lot of stress.